Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as expired electrodes. The fse replaced the ise electrodes to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
Hold vm 11.3the customer reported obtaining anion gap issues on cell 1 of the ise (ion selectivity electrode) which includes with which includes na (sodium), k (potassium) and cl (chloride), on their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.